Manufacturer narrative:
The technician found the user circuit board plastic was broken on the top side of cover, exposing the gasket, allowing fluid ingress onto the board and causing some corrosion of the components. The technician replaced the board, cover and the associated hardware to repair the bed.

Event description:
Information received indicates the siderail locks out by itself.